Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("migrated essure coil into the uterus") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (had to have a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter commented: an hospitalization was mentioned but not specified and/or assigned to one of the events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5074386) on 30-jan-2018. The most recent information was received on 07-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of device expulsion ("migrated essure coil into the uterus") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (had to have a hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter commented: an hospitalization was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.